Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user attempting to change supplies and perform a rewind received recurrent alert 38 for consecutive stalled motor despite multiple restarts, with the device showing no new notifications but an alert history consistent with repeated motor stalls, and the user had been disconnected while waiting for a new cgm sensor. Symptoms included hyperglycemia with a reported glucose of 250 mg/dl approximately four hours prior and continued elevated glucose suspected, without ketone testing, backup therapy, professional intervention, or acute complications. Outcomes included transient elevation of blood glucose without hospitalization or emergency care. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.